Manufacturer narrative:
The blade has heavy scoring on the inner tube assembly. This is typically a result of excessive 'side-loading' or flexing applied to the blades. Conclusion: user interface contributed to the event.

Event description:
The shaver blade broke into 2 pieces during shaving in the knee. Before the blade broke a strange sound from the blade was heard. The knee had to be re-opened because the piece of the blade needed to be removed. The pt is doing fine and has only a larger scar than expected. There was a 30 minute delay reported.